Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving intrathecal lioresal (concentration 2000mcg/ml; dose 700mcg/day) via an implantable infusion pump. The lioresal (lot#ds0080) had a start date of (B)(6) 2016 and an end date of (B)(6) 2016. The patient's medical history included t6 incomplete spinal cord injury. Indication for pump use was intractable spasticity. Beginning on an unknown date, the patient experienced inadequate therapy relief. The patient had come to the healthcare provider unhappy with spasticity control with the pump. After trying different doses the pump was worked up. A side port study was performed and showed air and bubbles. There was poor flow through the catheter. When the nurse accessed the catheter access port (cap), the nurse drew back equal parts air to drug. The issue in regards to the mixture of drug and air when aspirating was first observed on (B)(6) 2016. A CT dye study showed questionable leak at pump/catheter interface. A revision took place on (B)(6) 2016 at which time the physician was unable to disconnect/dislodge the catheter from the pump at the time of the surgery. The pump and catheter were therefore replaced and the issue was resolved. The healthcare professional had to cut the catheter and replace the pump. Patient status at the time of the report was alive with no injury. The patient had improved effect at half the dose.

Manufacturer narrative:
Analysis of the 8731sc connector found difficulty with sc connector led to explant. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.